Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reportable malfunction occurred due to the charge coupled device heat shrink tube was broken. However, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "operation manual: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image operation manual: 3.8 inspection of the endoscopic system: inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, there was a whiteout of the image due to disconnection/short-circuit of the cable. The reported issue (distal end defect) was confirmed during testing. There was rattling in the distal end due to loosening of the fixing screw. In addition, there was play in the angulation control lever due to the angle wires being stretched, the insertion section was damaged due to physical stress and the device leaked due to the bending section being pierced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, there was a defect on the distal end of the device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was a whiteout of the image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.